Manufacturer narrative:
Upon disassembly, it was observed that there was widespread corrosion.

Event description:
It was reported that the core micro drill displayed an overheating message on the console at the beginning of a procedure. There were no patient or user injuries and there were no adverse consequences.